Event description:
The unit burned. Co's inspection revealed a 3" x 4" burn hole through the pad caused by a heater wire that had dislodged. It appears the pad had been folded. Co's instruction booklet states: "feel inside the cover with your hand to make sure the unit is flat and wrinkle-free before each use. This is important to avoid overlapping of the heating unit which could cause overheating and scorching." No deaths or injuries were reported.